Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent an ultrasound guided percutaneous cholangiography transhepatic drainage catheter using navarre opti drainage catheter. On (B)(6) 2025, sometimes post procedure, the drainage catheter connector allegedly fractured completely. Additionally, extravasation was clearly observed outside the body. The catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation; one photo was provided for review. The photo shows the partial view of an implanted drainage catheter in which complete break was noted on the drainage catheter hub. The broken part of catheter hub was attached to an external connector. Therefore, the investigation is confirmed for reported catheter connector fracture, material separation and fluid leak issues for one device as the complete break was noted on the catheter hub. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided percutaneous cholangiography transhepatic drainage catheter using navarre opti drainage catheter. Post catheter placement procedure, the drainage catheter connector allegedly completely fractured. Additionally, extravasation was clearly observed outside the body. The procedure was completed by using another device. There was no reported patient injury.